Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.h10 additional narrative: h3, h4 h6: service and repair history: the previous service event for part number 321.133 w/lot 6972670-18 has been reviewed. The customer called in a service request for this item on march 17, 2020, as during testing at service and repair, it was found out that the torque limiting handle failed in calibration. The item was previously returned for service on december 15, 2015 due to "testing high/failed calibration". The previous service condition is of relevance to the current complained issue of failed calibration. The manufacture date of this item is august 27, 2012. The service history review is confirmed. Service and repair evaluation: it was reported that on march 17, 2020, during testing at service and repair, it was found out that the torque limiting handle failed in calibration. The repair technician reported the device failed high during calibration. The cause of the issue is unknown. The item was sent to the vendor for repair and the vendor recalibrated and recertified the device. The item will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during testing at service and repair, it was found out that the torque limiting handle failed in calibration. There was no patient involvement. This report involves one (1) torque limiting handle/quick release-6mm hex coupling. This is report 1 of 1 for (B)(4).